Event description:
It was reported that tests did not reveal a clear paced morphology in the ventricle. The ventricular lead was in the coronary sinus. The patient was not symptomatic or pacemaker dependent and had a pr sinus rhythm of 61-65 ppm. The physician elected to leave the lead as is and continue to monitor the patient at regular scheduled intervals.